Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed frequency test, was oscillating at 10 watts and was heating up. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal wear and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during routine testing, it was observed that the attachment device was not working. This event was not related to surgery. There was no patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact day of the event is unknown to the reporter, but was noted to have occurred in the month of (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.